Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and the lead was electrically abandoned. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).